Event description:
It was reported on 08/1/07, patient had successful implant of a bifurcated device in 2005. A type ii endoleak was noted at the end of the procedure, and the physician chose to leave it untreated. At a follow up visit 1-2 months ago, angio revealed a proximal type I endoleak. Seventeen days after the original date, patient was brought in to treat the endoleak with a proximal cuff. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. The device was inadvertently discarded by the hospital.